Manufacturer narrative:
The "serial #" has not been provided. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
As per FDA medwatch program report mw5101513, the end user was allegedly under the influence of a muscle relaxer while operating the powerchair causing injury.

Manufacturer narrative:
The "serial #", "unique identifier (UDI) #", and "device manufacture date" have been updated. A field service technician evaluated the device and found no issues with the device.

Event description:
As per FDA medwatch program report mw5101513, the end user was allegedly under the influence of a muscle relaxer while operating the powerchair causing injury.